Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the second blue key from the left in the first row of the keypad was inoperable. The cause was identified to be the failing keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the second blue key from the left in the first row of the keypad was inoperative. No additional information is available.